Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the w12 and w15 cables were burnt at the point where the two are connected. This caused a short in the electrical system and generated the error messages. The instrument was repaired, tested without further problem and returned to service.